Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: unknown. An image reading of the x-ray was conducted by a medical director from this manufacturer. Based on the position of two plates and x-ray marker, it¿s possible that the inlay has expulsed from the inferior plate. This report is for one unknown prodisc l6°. Implant was done in 2013. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in france as follows: it was reported that in 2013 the patient had a prosthesis implanted at levels l5/s1. In the sixth month of having the prosthesis implant at l5/s1 it became unclipped without any aggravation. This report is for one unknown prodisc l6° this is report 1 of 3 for (B)(4).